Event description:
Facility staff attempted to cardiovert a patient, during what was described as a non-emergency situation. The report is not clear, but reportedly the defibrillator would either not charge, discharge or deliver energy to the patient care was not compromised as a result of the discrepancy, based upon use of the back-up defibrillator.